Event description:
It was reported that the device was explanted after an implant duration of approximately 0.07 months, due to unknown reasons. Through follow-up with the health-care provider additional information regarding the patient's history was provided. Unfortunately, no details regarding the reported event were learned. A copy of the operative report was requested, but has not been received.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider a letter was received. The letter was from the explanting surgeon, dated 01/18/2010, and addressed to the patient's previous/primary physician. The letter addresses the patient's history, and notifies the other physician of the recommendation made for their patient. In the letter, the patient was recommended to have a aortic valve replacement. At the time of the letter, the patient did not schedule surgery. Unfortunately, no details regarding the aortic valve replacement procedure were learned. A copy of the operative report was requested, but not provided. The device is unavailable for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.